Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that mid way through laparoscopic hysterectomy when going to ligate the uterine arteries using the device, the jaw clamped shut and was difficult or impossible to open. It was stated that no tissue was between the jaws and no bleeding was caused. The handpiece was cleaned once or twice. When inspecting the jaws to see the location of the knife blade they moved the trigger for the knife that was jammed and the jaws pooped open. The knife blade was not extended nor protruded beyond the edge of the jaws. A new device was opened and used to finish the procedure. There was no patient injury.